Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber was flashing and forward firing after 87,508 joules and 11 minutes of fiber use. The fiber was replaced, and the procedure was completed with the second fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was flashing and forward firing after 87,508 joules and 11 minutes of fiber use. The fiber was replaced, and the procedure was completed with the second fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The metal cap exhibited moderate detritus adhesion on its surface. Visual analysis did identify a glass cap distal circumferential fracture. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber forward firing as there was no physical separation identified, and the forward firing rate was below the threshold for potential patient harm. It is possible that the debris adhesion likely contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.